Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor current error detected alarm after it was putted in the water. The customer¿s blood glucose level was unknown. Customer performed displacement test, however it was failed as piston did not moving. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm pump error 39 or perform displacement test due to blank display.